Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was discovered that the implantable cardioverter defibrillator was non-sustained right ventricular over-sensing due to post-sensed t-wave over-sensing. Programming changes were made successfully. There were no patient consequences reported.